Event description:
It was reported that the patient was hospitalized with a change in mental status, left sided weakness, aphasia, and left sided facial droop. Later that day the symptoms had resolved with no intervention. The patient was ordered a computerized tomography (CT) scan, which showed no signs of the event. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced a change in mental status, left sided weakness, aphasia, and left sided facial droop; the symptoms resolved with no intervention and a computerized tomography scan did not reveal any anomalies, indicating that the patient experienced a transient ischemic attack (tia). Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, tia is a known potential complication associated with the implantation of a vad. There is no evidence that the patient had a history of neurological dysfunction events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.